Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred in 2001. Incident occurred at the start of the pt's treatment and was noted on leak alarm. Blood leak was verified visually in dialysate and with positive hemastix. Blood was not returned to the pt, with an estimated blood loss of greater than 100cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.